Manufacturer narrative:
H3 ¿ the explanted portion of the catheter was received for analysis. Analysis of catheter model 8780 (s/n: (B)(6) found ¿no significant anomaly ¿ catheter body ¿ dried drug, blood or foreign material occlusion¿. Analysis of catheter model 8784 (s/n: (B)(6) found ¿significant anomaly ¿ sutureless connector ¿ non-significant indent in seal ¿ did not affect infusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ corrected information: the analysis for catheter model 8784 should have read............¿analysis of catheter model 8784 (s/n: (B)(6)) found ¿no significant anomaly ¿ sutureless connector ¿ non-significant indent in seal ¿ did not affect infusion¿.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6)2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2015, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 13-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 20 mg/ml at 1.504 mg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient had her pump replaced on wednesday (B)(6) 2020 due to the pump closely reaching it¿s eos (end of service) date. Before, during, and after implant the catheter was aspirated and had good flow each time. A priming bolus was delivered, and the pump was programmed with a daily dose. That night the patient went home. On (B)(6) 2020, the patient reported flu like symptoms (nausea, vomiting, diarrhea, increase in pain, and chills) and was sent to the ER (emergency room) for evaluation. After being seen there, it was determined that she was going through withdrawal. The doctor sent the patient home on oral pain meds and she was to return today (B)(6) 2020 for a catheter access port procedure and possible catheter revision. There were no fall or injuries per the patient regarding any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was when the patient was in the ER (emergency room) on (B)(6) 2020 the company representative met the patient there and interrogated her pump ad checked the pump logs. There were no events logged and they checked the pump programming, which was correct. On (B)(6) 2020 a cap (catheter access port) procedure was performed and per the representative covering the case a catheter flow issue was discovered, no flow. Immediately following that procedure, the patient underwent a catheter revision. At the catheter revision once the pocket was opened up the provider was able to successfully aspirate the catheter with good flow. Although there was good flow, the provider spliced the catheter and replaced the catheter pump revision kit with a new pump connector. After connecting the new piece of catheter, the flow was checked again and it was good. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive no injury and no further complications were reported or anticipated regarding the event.